Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a short 6f sheath prior to a percutaneous coronary intervention (pci) interventional procedure to place an impella device. Reportedly, the first proglide suture was pre-placed successfully. After performing steps 1-4 with the second proglide device without issue, resistance was felt while attempting to remove the proglide device. The case was aborted, and the patient was taken to surgery. The sheath had completely separated from the proximal guide. A cut down was performed to remove the sheath. Hemostasis was achieved with surgical suturing of the vessel. The impella procedure could not be completed. A balloon pump was placed instead. Per the physician, although an angiogram was not performed in the beginning of the case, there was most likely calcium in the vessel. There was no reported adverse patient sequela. A clinically significant delay was reported. No additional information was provided. It was reported that two different lots (0082941 or 0091241) were used in procedure, but it could not be confirmed which device had the incident.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating calcification was present at the access site. The patient was in the hospital an extra day due to the surgery, which in turn caused the initial procedure to be pushed back. No additional information was provided.